Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue of device failed downstream occlusion testing which was not reproduced. The cause was determined to be that the downstream tubing guide depth was found to be out of specification. The downstream tubing guide depth was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.